Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the needle of his olympus evis exera ii ultrasound gastrovideoscope broke inside the channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the broken needle was confirmed. Based on the results of the investigation, the root cause of the break was a defect in instrument channel during puncture needle insertion. Olympus will continue to monitor field performance for this device.